Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that they were admitted into the hospital as a result of high blood glucose levels on (B)(6). The customer was vomiting. They experienced a diabetic ketoacidosis. The customer was off the insulin pump less than 48 hours prior to hospitalization. They stayed overnight with an IV. The insulin pump alarmed button error. Not all of the buttons work. Her blood sugar was 413 mg/dl and she treated with shots. The device was not returned.